Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon service investigation the monitor failed incoming functional testing and was resetting. The root cause of the resets and test failure is currently underway. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the resets. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last patient to use this monitor did not report any deficiencies.